Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0054-eo - g. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11 november 2025, it was reported by a sales representative via email that an ar-3636-1, kl 1.8 fibertak shoulder was reported to have the suture snapped during use. This occurred on (B)(6) 2025 during an arthroscopic shoulder stabilisation. It was report that the inserted 1.8mm fibertak anchor per technique for a shoulder stabilisation - passed the repair stitch under the labrum and went to shuttle the repair suture through the knotless mechanism with the white/black shuttle suture, but it would not slide. The rep had the surgeon use an arthroscopic grasper to try and free the shuttle suture close to the anchor body but still it would not slide. The surgeon attempted to pull on it much harder, but it snapped the shuttle suture. The case was completed successfully by a drilling the anchor out and inserting another one. There was case involvement.